Event description:
It was reported that oil contamination was observed into pipe of inflation device. No patient complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.